Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided image revealed that the screw had broken in multiple locations. A visual inspection revealed that the device had fractured into many pieces. There was deformation around the proximal fractures, indicating the device may have experienced bending or other stresses prior to fracture. There was some debris from use. Based on the condition of the product material found during visual inspection it was determined that additional material testing was not required. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of the drawing found the device is visually inspected for embedded particulates, dust, contaminants, or foreign matter. A certification of compliance or evidence of conformance to material and process specifications is required. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force or torque, off-axis insertion, or improper preparation of the insertion site.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an acl procedure, the "7mm x 30mm biorci ha screw" broke inside the patient. The broken pieces were successfully removed from the patient. The procedure was successfully completed without delay using a back-up device. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an acl procedure, the "7mm x 30mm biorci ha screw" broke. Although a back-up device was available to complete the procedure, it is unknown if there was a surgery delay. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.